Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309628 batch # 4276428. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: we discovered a bad lot of bd 1 ml luer-lok syringes in our supply on. We have noticed that most, but not all, 1 ml bd syringes on our par carts have been improperly manufactured with an extra space (approximately .02 ml) before the first set of graduated dosing marks. This extra space would give our patients the incorrect dose of medication. I have placed a note on the par cart warning our nurses to check the lot numbers before using these syringes and to look at the markings to make sure there is no extra space. I have also sequestered the syringes that had been in our bedside supply carts in the patient rooms. Additional information provided: date of event: 02-01-2025 no actual harm or negative event was noted. It was a ¿good catch¿ by the bedside nurse, who noticed the syringes in the specific lot, were misprinted with varying degrees of measurements.

Manufacturer narrative:
(B)(4). Scale marking issue. One photograph of a 1 ml ll syringe was received and evaluated. The image shows a fully assembled loose syringe. During evaluation, more than 50% of the 0.01, 0.04, and zero grad lines were observed to be missing. This condition is non-conforming to the product specifications. Additionally, it was noted that all scale markings, starting from the zero line, did not begin at the top of the barrel but started lower. The precise extent of this deviation cannot be assessed from the photo alone. Physical samples are required to measure and confirm whether the reported defect meets the standards or not. The potential root cause for the missing print defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Since no defects have been confirmed for the volumetric accuracy defect, a potential root cause could not be defined, and corrective actions are unnecessary at this point. Furthermore, a device history record review was completed for provided lot number 4276428. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.